Manufacturer narrative:
Correction: h6. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump alarmed downstream occlusion (dso). This was observed during a 10ml flush using a non-baxter syringe. A 5ml unspecified syringe with ampicillin was infused prior to the flush with no issues. The clinician ended up drawing saline from the flush syringe into a smaller syringe with no further issues noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.